Event description:
It was reported that in (B)(6) 2010, the pt had missed a refill and experienced increased spasticity as a result. The pump was refilled, and since that time the pt's spasticity has not improved. An x-ray was done and the test revealed that the catheter was disconnected from the pump. The physician planned to replace the catheter in the future. The medication being delivered via the device was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).